Event description:
The customer reported that the left (live) monitor remained dark and no image was displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger fuse was replaced. The system was tested and found to be working as intended and put back into service.